Event description:
Complainant alleged that during a routine shift check by a clinician, the device displays "cannot charge" when attempting to charge. Complainant indicated that there was no pt involvement in the reported malfunction.